Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a mildly calcified mid right coronary artery. A 2.5x20mm trek balloon dilatation catheter (bdc) shaft separated into two pieces during advancement into an unspecified guide catheter. Device and separated portion were simply removed as separated portion was in the unspecified guide catheter. A different bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.